Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was not positioned between the markerbands as per specifications. The stent appears to have moved distally on the balloon. Stretching was evident to the mid stent struts which resulted in the stent not positioned correctly at the distal markerband. Deformation was evident to the 1st distal stent wrap with struts raised, the 2nd to 15th distal stent wraps appeared flattened, and 16th to the 27th stent wraps were stretched. No deformation was evident to the distal tip. Deformation was evident to the transition shaft immediately proximal to the exchange joint, the material appeared twisted. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, severely calcified 100% chronic total occlusion located in the right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent failed to cross the lesion as the lesion was too tight with excessive calcification. The procedure was completed using another medtronic stent. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury. Analysis of the device showed deformation to the stent.